Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-03970. It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. After an 8f guidezilla¿ ii guide extension catheter was positioned, a 2.25 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the stent was being pulled back into the guidezilla, it was noted that the guidezilla crunched up the stent. Both ends of the stent struts were shortened. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that distal stent rows 1-3 were damaged with stent struts opened and lifted from their crimped stent position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03970. It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. After an 8f guidezilla¿ ii guide extension catheter was positioned, a 2.25 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the stent was being pulled back into the guidezilla, it was noted that the guidezilla crunched up the stent. Both ends of the stent struts were shortened. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.